Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified cephalic vein. After a non-bsc guide wire crossed the lesion, a 4.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.